Event description:
It was reported an asymptomatic patient presented in the hospital for post paced t-wave oversensing. Oversensing was noted on stored egm. The device was programmed successfully and patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.